Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor will not power up.